Event description:
Pt reported that their one touch ultra test strips were peeling back. This issue was not resolved with troubleshooting. Pt also reported blood glucose results of 124 mg/dl, 146 mg/dl, 144 mg/dl and 188 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.